Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned

Event description:
It was reported that the customer's blood glucose (bg) level was lower than normal (88-99 mg/dl). Customer consumed food to correct bg level. During follow-up with customer on (B)(6) 2015, customer reported that the cause was due to customer miscalculating food carbohydrates by 15 grams and delivering too much insulin. Customer reported being "fine".